Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. No unexpected heating up of battery, battery tube or electronic assay was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic was noted. Device passed the delivery accuracy test at 0.0871 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering and they experienced high blood glucose level of 400 and 500 mg/dl. Customer¿s blood glucose level was 315 mmol/l at the time of incident. The customer feels ok to troubleshooting high blood glucose level. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer treated with insulin pump. The customer did not provide any symptoms regarding high blood glucose. The drive support cap appears normal. The customer was alleging insulin pump because of unexplained no delivery alarms. The insulin pump was returned for analysis.